Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes were over and under filling. Patient information was not able to be obtained, however, a few were reported to have been re-drawn. The following information was provided by the initial reporter: customer reports tubes are either overfilling or underfilling for cat 363083, lot 2347017.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 14-apr-2023 h.6. Investigation summary: 87 samples and 2 photos from the customer in support of this complaint. The photos were evaluated and the issue of underfill was observed as they do show the the meniscus of the specimen is below the etched fill line on the tube. Evaluation of the photos do not show the customer¿s failure mode of overfill. The 87 samples were visually inspected with no issues being identified. Furthermore, 10 customer sample tubes, along with 10 retention samples from the bd inventory, were functionally tested and there were no issues with draw volume as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode of underfill with the photos provided; however, overfill and underfill was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes were over and under filling. Patient information was not able to be obtained, however, a few were reported to have been re-drawn. The following information was provided by the initial reporter: customer reports tubes are either overfilling or underfilling for cat 363083 lot 2347017.